Event description:
ICU medical graduated connector 9.5in, 3.2ml ext set reference#ch3196, lot#3302560, expiration date 8/2021, used to instilled chemotherapy in to bladder. The device leaked and chemotherapy spilled onto patient. FDA safety report ID# (B)(4).